Event description:
A customer reported that during an emergency care patient procedure, using a glidescope go monitor, they were losing connection to the video. The procedure was completed using a backup device which was made available in an unspecified amount of time. No harm to the patient or user was reported. The facility's clinical engineering department reported being unable to duplicate the issue during their evaluation of the glidescope go monitor.

Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.